Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor found the clips to be crossing when firing. He then performed further dissection to ensure that this was not too thick for the clips, however this still occurred. He then was having to pick the clips out of the abdomen and changed to another like device to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information received:the device was ejecting clips prior to firing them.